Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported recurrent mr was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This research article was a case study designed to evaluate the use of electrosurgical laceration and stabilization of clip devices (elasta-clip) for the treatment of recurrent mitral regurgitation after previous mitral transcatheter edge-to-edge repair (m-teer).. Complications identified in the study included: recurrent mitral regurgitation. In conclusion full transcatheter restoration of proper mitral valve function is feasible after elasta-clip. Details are listed in the attached article titled, "electrosurgical laceration and stabilization of three clip devices (elasta-clip) to enable transcatheter mitral valve implantation".